Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-12758. It was reported that the patient had an incision infection at the site of the lead implant. The incision was opened by physician on (B)(6) 2021 and a minimal superficial infection was found at the suture. Wound was debris, washed, and closed. No products were explanted or implanted. The infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.